Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent cartridge detection notification occurred during the load sequence. Cartridge changes were performed to address the issue. The customer declined to troubleshoot the issue. There was no reported adverse impact to the customer's blood glucose level.